Event description:
Approximately 2 weeks after the device was applied the patient presented in the ER with the fixator loose on the bone screws. The device was retightened but subsequently loosened again. The md was unable to tighten the clamp cover in the bone screws. The fixator was replaced with another type. There was no injury to the patient.